Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms and left ventricular assist device (lvad) flags consistent with a current sense issue. Although a specific cause for the low flow alarms could not be conclusively determined, it was reported that the low flow alarms were due to hypertension and resolved upon continuation of antihypertension medication. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the report of hypertension could not be conclusively established through this evaluation. The report of superficial cracks in the driveline was unable to be confirmed through this evaluation as no photos or product is available. The account submitted log files for analysis on 08feb2021 that contained low flow events. The cause of the low flow alarms was reportedly hypertension, and the low flow alarms reportedly resolved upon resuming home antihypertension medication. The patient reportedly had a history of non-compliance with taking their antihypertension medication. The patient was asymptomatic and stable as of (B)(6) 2021, and it was reported that the device operated as expected. It was reported that the driveline had multiple superficial cracks; however, the specific location of the superficial damage was not reported. No equipment was exchanged, and the equipment was cleaned. The submitted log files collectively contained data from 28jan2021 through 08feb2021 and found that the pump operated at the set speed without issue. Multiple low flow controller fault flags were captured on (B)(6) 2021, only 5 of which lasted 10 seconds or longer to result in transient low flow hazard alarms on (B)(6) 2021. Elevated pulsatility index (pi) values were also noted during the low flow events. A few power cable disconnect alarms were noted in the log files; refer to the system controller pi main regarding these alarms and the report of low voltage alarms. Dclink_I flags, indicating a current sense issue, were active throughout the left ventricular assist device (lvad) log files and were associated with the lvad monitor iimc value being locked at 440 milliamperes. This current sense issue had no impact on device functionality. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(4) with no further related issues reported at this time. Incidental findings: evaluation of the submitted log files revealed a current sense issue (dclink_I flags). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists hypertension as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 ¿surgical procedures¿ of the IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. C is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Section 5 also cautions the user not to twist, kink, or sharply bend the driveline. The patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04dec2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of low voltage alarms due to running the battery low/unstable conditions/poor condition of the driveline. The log file review captured low flow events on (B)(6) 2021. The low flow events occurred at times when the pi was elevated. The low flow events seemed to be a patient related issue and not an equipment related issue.